Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that coronary artery disease (cad) occurred. In (B)(6) 2013, the subject presented with chest pain and was referred for cardiac catheterization. Target lesion # 1 was located in the distal left circumflex artery (lcx) with 90% in-stent stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion # 1 was treated with direct stent placement using a 2.25 mm x 16 mm promus element¿ plus stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2017, the subject was presented to hospital with cad and was hospitalized on the same day. In response to this event, the subject underwent an interventional procedure and was initiated with medications. The next day the event was considered resolved with residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that in (B)(6) 2017, the subject underwent an interventional procedure. Now it is reported that no intervention was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2017, the subject presented with chronic total occlusion (cto) in proximal lcx which was medically managed.